Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had intermittent hw fault alarms (rac err, sync err, fan flt), a disc/sense alarm, and the turbine would shut down. This has happened on multiple occasions while on bench. It is unk if the reported problem occurred while connected to a pt. The user just reported a hw fault problem.